Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was found that the link assembly was accidentally pulled out and disconnected from the pdm (patient data module). Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required;" and in the faq section, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On march 14, 2017, a customer reported to merge healthcare that hemo monitoring stopped mid case during an elective procedure. Subsequently, there was a loss of patient monitoring. It was further reported that a portable EKG with vitals was used. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).